Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that she does not have a new aaa alkaline battery to test with the pump. Customer was advised that we will ship a replacement battery cap. Customer was advised to insert new aaa alkaline battery as soon as possible if display does not return revert to a backup plan until replacement battery cap arrives.